Manufacturer narrative:
The imaging evaluation stated the following: the length from the lowest renal to the proximal end of the device appears to be ~13mm. The diameters distal to the renal appear to range from 31mm (within device) ¿ 34mm. There appears to be significant thrombus distal to the lowest renal. The contralateral limb of the device appears to be occluded. The distal end of the contralateral gate appears to land near an angle within the infrarenal aorta. Received one time point for review. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, arterial or venous thrombosis, and endoprosthesis occlusion.

Manufacturer narrative:
Additional system components involved in this adverse event include: item #: pxl161407/lot #: 14432048/ (B)(4); additional devices included on this report are as follows: item #: plc181400/lot #: 13629860/ (B)(4). The device remains implanted, so evaluation of the actual device was unable to be completed. Images are available, and an imaging evaluation is in progress. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Results pending completion of imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration, endoleak, aneurysm enlargement, and aneurysm rupture.

Event description:
On (B)(6) 2015 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2019 the patient presented to the emergency room with low cardiac output due to hypovolemia. It was determined that the patient had a type iii endoleak, and subsequent abdominal aortic aneurysm rupture. Reportedly the iliac extender component had become separated from the ipsilateral leg of the trunk-ipsilateral leg component. It was also reported that the contralateral leg component, located on the patient's left side, was thrombosed. It was noted that the contralateral leg component appeared to be kinked. A femoral to femoral bypass was performed to treat the aneurysm rupture. There were no further reported issues. The patient tolerated the procedure.